Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) the lv lead pin was inserted in the device head, and after several attempts to re-insert and tightened the screw, the lv lead tip/pin came out of the ICD header. The physician also tried inserting an rv lead but the lead come out when pulled. Subsequently, the ICD was removed and exchanged for another device, and there were no difficulties connecting the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).